Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found the sensor had a broken electrode after removing. The customer reported that the electrode was too small and the rest of the electrode was missing after removing. The customer mentioned that they received a calibration error alarm. The customer's blood glucose was 8.9 mmol/l at the time of incident. The sensor will not be returned for analysis.